Manufacturer narrative:
(B)(4). This is a report where the patient caused a supply bag to fall and disconnect from the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final solution bag became disconnected from the disposable tubing during dwell one of peritoneal dialysis therapy. The patient stated that they had accidentally knocked into the bag and it fell and became disconnected. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.